Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the foreign body emerging from the forceps channel was due to insufficient cleaning (handling problem) and the error code e315 was due to use of incompatible endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis eus ultrasound bronchofibervideoscope had an air leak at the tip. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there were foreign objects clogging the forceps mouth. Additionally, the image was not displayed, and a scope communication error was present. These findings are both reportable events. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During device evaluation, it was observed that there were foreign objects clogging the forceps channel mouth at the distal end. This finding was due to insufficient cleaning or handling of the scope. Upon further inspection, it was observed that the image was not displayed, and a scope communication error was present. This finding was due to corrosion on the scope connector caused by fluid invasion. Corrosion was also observed on the following unit components due to fluid invasion: the control unit, ultrasonic connector and on the universal cord. It was observed that the connecting tube had a scratch due to physical stress. It was also observed that the adhesive of the bending section cover was detached due to chemical or physical stress. Lastly, it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. It was unknown if the customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. It was unknown if the customer confirmed was delayed with starting the precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. It was unknown if the customer submerges the endoscope in cleaning fluid. It was unknown if the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.